Event description:
It was reported that the customer's serter was not working correctly. Caller stated that the serter was not releasing the sensor, it got stuck in the serter broke apart and the needle guard stayed in the serter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.